Event description:
It was reported that, during an unknown procedure, the blade damaged. A like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 08/23/2006 information anticipated, but unavailable at this time.